Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned for evaluation. The specific device that is the subject of this report was listed by unique serial number on the manufacturer's recall notice. The customer had not returned the device to the manufacturer for correction prior to the reported complaint of a defib comm. Error. Testing of the device by the manufacturer did not reproduce the complaint, but examination of the device's internal log file confirmed that a defib comm. Error had occurred. Investigation of the device found two pins of an ic (integrated circuit) socket that evidenced partial contact with its associated ic chip. This is the socket/chip combination that is the subject of the aformentioned recall. Although device testing could not replicate the malfunction to conclusively establish the socket/chip contact issue as the cause of the problem, the evidence is consistent with this conclusion. The circuit board that includes the subject socket/chip was replaced with a circuit board that eliminates the socket from the design.

Event description:
The customer checked his aed20 and it displayed a "defib comm'' error on power up. No patient involvement.